Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).

Event description:
The reporter indicated that the surgeon noticed a cc4204a, +21.0 diopter, intraocular lens had a tear during insertion. It was reported that there was patient contact but no patient injury. There is no certainty to the cause of the event. Backup lens was inserted without any reported problems.

Manufacturer narrative:
Additional data: device evaluation: lens was returned in liquid, in lens vial. Visual inspection found the haptic torn. The nanopoint was returned in a biohazard tag. Visual inspection found the plunger bent and no visible damage to cartridge. (B)(4).